Event description:
On (B) (6) 2009, the lay user/pt contacted lifescan alleging there was a line through the display of the one touch ping meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The product was not new and there was no meter trauma. This complaint is being reported because the issue was not resolved through troubleshooting. The user denied suffering symptoms. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.